Event description:
Notified of this event on (B)(6) 2011 by a procedure note from same day. In order to remove the j-tube, a guidewire was placed inside the j-tube, and advanced, but "the wire exited the kinked j tube through a distal sidehole. When the tube was retracted, the weighted distal portion of the j-tube fractured off."